Manufacturer narrative:
Reliability analysis evaluated one open/used reservoir. Inspected the reservoir, snap-cap, and septum for anomalies and none were found. Ran the occlusion test and no occlusions were noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call of having a reservoir that could not be filled and felt jammed. Customer also reported of received a no delivery alarm. Customer's blood glucose was unknown. Customer was able to resolve no delivery with a complete set change.